Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient experienced blood glucose (bg) of 339mg/dl with nausea and small ketones associated with recurring loss of prime alarms. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the loss of prime issue had occurred more than once with the same cartridge. The reporter confirmed that the cartridge cap was secure and cartridges were being used according to the instructions for use. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that repeated loss of primes occurred using the same cartridge and the issue remained unresolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2014. Device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on 06/03/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.